Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the screen of the device was dark; the liquid crystal display (lcd) was bleeding. It was also noted that the lower case was contaminated, the hanger assembly was hard to open and was contaminated, the lock button dome was collapsed, the top of the keypad was damaged and scratched, two case screws were contaminated, and the main seal was exuded between case halves by the battery drawer and was contaminated. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's screen was dark. The generator was returned for service. No patient complications have been reported as a result of this event.